Event description:
It was reported that the patient had a broken lead in 2002 and it was revised two years later. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2004. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient: product ID 3888-28, lot# l76086, implanted: (B)(6) 2000, explanted: (B)(6) 2004. Product type: lead. (B)(4).